Event description:
Customer reports testing 600mg/dl, 144mg/dl and 144mg/dl within 10 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.